Event description:
It was reported that a pump malfunction occurred after the pump was dropped, and a malfunction code was displayed. The customer's blood glucose level did not exceed 500 mg/dl and thus remained within a safe range. Technical support provided instructions to reset the pump, assisted the customer with this process, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue happened again, which the customer acknowledged and understood.